Event description:
The user reported that the pad stopped working.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Upon investigation it was discovered that the user did not follow proper instructions. All the thermostats were bent with two of them bent in half. The leads were out of place and some were bent in half. Heater wire was also out of place and tangled. The pad in our opinion was misuse. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project ((B)(4) to reduce the occurrence of this issue.